Event description:
New information received notes that the patient was presented in clinic for routine follow up and programming change were made on the device.

Event description:
It was reported that the patient received inappropriate shocks due to lead noise. The lead remains implanted and will be monitored. The patient was stable before during and after the event.